Event description:
The device was used during a gastrectomy (total). It was reported by the affiliate that the dr could not fire the device, since the firing knob did not move. A new device was introduced to complete the case. There was no consequence to the pt.